Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. That same day, the pt presented with persistent left leg pain. The investigator noted the event as moderate in intensity. Pt was administered a medrol pak, epidural steroid injection, neurontin 300mg tid, epidural mso4 steroid injection. The event outcome continued with treatment. Events were classified as unrelated to adcon-l. The event was considered an idiosyncratic effect.